Event description:
Medics responded on a medical call, patient condition not reported. Reportedly when an attempt was made to pace a patient, the device indicated connect cable and use of the device was inhibited. The patient was not resuscitated. A clinical review of the event information did not outcome was the result of device operation.